Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the hemovac trocars were dull. The neuro surgeons were still struggling with them and they are more dangerous than the sharp ones because they are struggling so hard to push them through and they are concerned it was going to cause the damage to the patients in the process, or really gouge a staff member. As per the follow up received via email on 28sep2020, it was reported that the trocar was too dull and unable to cut the patient's skin. And struggled with the trocar.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "not follow inspection procedure". The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the hemovac trocars were dull. The neuro surgeons were still struggling with them and they are more dangerous than the sharp ones because they are struggling so hard to push them through and they are concerned it was going to cause the damage to the patients in the process, or really gouge a staff member. As per the the follow up received via email on 28sep2020, it was reported that the trocar was too dull and unable to cut the patient's skin. And struggled with the trocar. Per follow up via email on 08oct2020, complainant stated that they used a blade to make the skin incision and made the drain hole larger with a curve to pull the drain through.